Event description:
Patient used "lot 8 quick set infusion set" from medtronics for minimed paradigm insulin pump. Awoke with high blood sugar and high ketones. Went to mercy hospital on advise of physician. Was admitted to hospital for treatment. Pump was removed, as there is a recall on these infusion sets - unknown to patient. Patient was treated with manual insulin injections, IV fluids and monitored closely. Dates of use: 2009. Diagnosis or reason for use: diabetes - to receive insulin. Event abated after use stopped or dose reduced?: yes.